Event description:
It was reported the programmer displayed an error message. The service disk was ran. Four days after the initial error message, a different error message occurred. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer had a long boot cycle, however, no errors at power up. System errors found in the programmer error log. Programmer has major internal corrosion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.